Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements. Due to this, audible tones were emitted. The patient and device were evaluated, however, at the time of the consult, all measurements were normal. A second follow up was performed, and again all parameters were within normal measurements. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.